Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as surgical damage. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported an unknown side rupture. Healthcare professional later reported a right side rupture confirmed via ultrasound. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Device has been explanted.

Event description:
Patient reported an unknown side rupture. Healthcare professional later reported a right side rupture confirmed via ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.